Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board 1 during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 537 mg/dl, at the time of incidence. Customer reported that they were unable to correct their bolus as they did not have prescription. Customer reported that the insert battery alarm did not displayed on the insulin pump screen. Customer reported that they had blank display and display did not returned after insulin pump restarted. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.